Event description:
It was reported, point of care unit (pcu) front case with keypad needed to be replaced. As the device won't turn on. There was no reported patient involvement.

Manufacturer narrative:
Investigation conclusion: the customer reported, complaint of point of care unit (pcu), front case with keypad needed to be replaced. As the device won't turn on was confirmed. Test results identified, that certain keys were not functioning on the returned keypads. An internal inspection was performed. Each layer of the front cases was removed and inspected for anomalies. Signs of fluid ingress was visible on received keypad. Previous cad failure investigations have identified, this issue associated with fluid ingress entering the keypad. Resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged. Creating an open or short circuit producing unresponsive keypad keys, when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10012515 ). During external inspection, the keypad was observed, to be in good condition with no issues observed. During internal inspection, the returned keypad was found with signs of fluid ingress, where the flex cable meets the circuit layer. Root cause analysis: electrical failure design. Device history review: device history record (DHR) reviews are not required for field action complaints, because the root cause of the issue is known. The investigation is documented within a CAPA, and a field action has been initiated. H3 other text: only front case keypad was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported point of care unit (pcu) front case with keypad needed to be replaced as the device won't turn on.